Event description:
It was reported that the patient presented to an office visit, with a device that showed no capture in the right or left ventricular channels. The pocket was opened to check the set-screws. It was noted that the setscrews were secured properly. The lead was tested and measurements were in range. The device was explanted and replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
Analysis confirmed loss of pacing output. However, during subsequent testing, loss of pacing was not reproducible. Review of the device diagnostic data did not reveal any anomaly. The cause was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was not confirmed in the laboratory. The device met normal device specifications.